Event description:
Procedure: spleenectomy. Reportedly, the surgeon was stapling the spleen wall and went to take the instrument off and it would not release. The surgeon had to cut the vessel to release it, then manual sewed to complete the case. The pt had a total of 700 cc blood lose for procedure. No further pt injury reported.